Event description:
It was reported that the patient experienced discomfort and seizure type symptoms. The implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled due to lack of programming prior to MRI. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.